Event description:
No additional information received. Foreign matter.

Manufacturer narrative:
Pr (B)(4) follow up. It was reported there was foreign matter. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe in its packaging blister. The syringe barrel luer tip is dark in color with what appears to be embedded degraded resin. No other defects or imperfections were observed. A device history record review was completed for provided material number 309653, lot 3163995. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
No additional information received foreign matter.

Manufacturer narrative:
(B)(4). Follow up for device evaluation it was reported there was foreign matter. To aid in the investigation, one sample in an opened packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed. The syringe barrel luer tip has equipment lubricant. The photo shows a syringe in its packaging blister. The syringe barrel luer tip is dark in color with what appears to be embedded degraded resin. No other defects or imperfections were observed. The lubricant on the syringe could occur if maintenance residue was left after an equipment repair. A device history record review was completed for provided material number 309653, lot 3163995. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Foreign matter.